Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of solution with a one-link device. This occurred during priming. The one-link port was removed to prime the device. There was no patient involvement. No additional information is available.